Event description:
It was reported that a physician attempted arteriotomy closure of a common femoral artery using a proglide device after an interventional procedure. Reportedly, a cuff miss occurred, the physician attempted to use another proglide with the same result. The device was removed and hemostasis was achieved using manual arterial compression. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The evaluation of the actual device may have aided in the investigation of the reported event. A cuff miss is where the needle travel path (trajectory) was not correct when the user deployed the proglide device. A cuff miss can be influenced by, but is not limited to manufacturing, user technique, and/or anatomical conditions. Needle trajectory can be influenced by manufacturing. The needle is partially deployed to verify the travel path (trajectory) to the cuff within the foot, thus ensuring proper trajectory during deployment. A sample is taken for destructive acceptance testing to verify the quality of the lot build including functional verification. Needle trajectory can be influenced by user technique. The proglide instructions for use provide the preferred techniques to help ensure the successful delivery of the suture. A change in angle or torque of the device during use could result in a change in needle trajectory leading to the observations of this incident. There is no indication of a user technique influence to the reported incident. Needle trajectory can be influenced by challenging anatomical conditions. As the needle travels through tissue, the needle trajectory can be influenced by more dense tissue such as scar, calcification and/or tissue mass, and can be deflected causing a needle to cuff miss. The amount of deflection will depend on the severity of the anatomical conditions. No information was provided regarding anatomical conditions that may have affected the device performance. The evaluation could not conclude that manufacturing user technique or anatomical conditions had influence on the reported experience. Therefore, a cause of this event could not be determined by the reported information and manufacturing criteria. Review of the finished device history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and there is no indication of a lot product quality deficiency.